Event description:
Complainant alleged that during patient use, when the power button was pressed, the autopulse resuscitation system displayed a user advisory ua16 (timeout moving to take-up position) message. Manual CPR was performed before the autopulse was deployed for approximately 5 minutes.the autopulse did not perform any compressions. Several attempts were made to clear the user advisory message; however, the issue would not resolve. Use of the autopulse was discontinued and crew reverted to manual CPR for the duration of the call (exact length of time was not provided). Outcome of the patient is unknown, however no adverse patient sequelae was reported. Please note that the date of event was not provided; however, customer did indicate that this incident occurred prior to the holidays.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. The customer's reported problem of the platform displaying a "user advisory ua16" message was confirmed during power up. Per the autopulse resuscitation system model 100 user guide (p/n: 12555-001), "a user advisory generally indicates that a misalignment or inappropriate movement of the patient or the lifeband has occurred. This condition is typically correctable by the operator". Review of the archive indicates that numerous user advisory ua 16 messages occurred on (B)(6) 2013. Further inspection of the device revealed that the brake gap had seized, which may have caused the ua 16 to occur, thus preventing the platform from performing compressions. Upon cleaning and re-adjusting the brake gap, the platform passed all testing criteria. Additionally, the top/front covers and battery lock were replaced.